Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that one of their blood glucose readings was not stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Event description:
The customer from greece reported that one of their blood glucose readings was not stored in the memory of the contour next (connected) meter.

Manufacturer narrative:
The initial report indicated that the device involved in the event occurrence was the contour next meter. Based on the information received upon the meter return, it was determined that the meter involved during the event occurrence was contour next (connected). Sections b5, d4 (brand name), g1 continued (manufacturing site), g5 (510k#), and h4 (device manufacture date) have been updated. The contour next (connected) meter is not marketed in the united states. However, the device is similar to the contour next one meter with the product code nbw and 510 (k) # k160682, which is marketed in the united states. The customer returned the suspected contour next (connected) meter for evaluation. The returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood readings obtained during in-house testing were properly stored in the meter's memory.